Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Could not reproduce issue. Replaced mobile view station (mvs) and image acquisition system (ias) computer as a precaution and verified that the system functions properly. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No logs were provided. The replaced devices were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that, while in a spinal fusion procedure, intermittently when pressing the 2d or 3d button on the imaging system, no exposure would be taken. He said when this happens no buttons on the pendant, handswitch or keyboard function. There was a reported delay to the procedure of 10 to 15 minutes due to this issue. The surgeon completed a spin with the imaging system and navigated the procedure. There was no impact on patient outcome.